Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer reported two implants with same lot number and tooth location. A follow up is in progress to confirm item/ lot number is correct and if tooth number is the same for both. If additional information received, a follow up medwatch report will be submitted.

Event description:
It was reported that implant (tsvtb13) was removed after two years due to patient had inadequate bone quality at tooth position #13.

Event description:
Additional information from investigation results confirmed that second implant received as tsvt4b11, lot number remains unknown. Doctor attempted to place two different implant sizes and were removed due to patient had inadequate bone quality. Tooth location 13. Note: first implant reported under MFR 0002023141-2020-00662.

Manufacturer narrative:
One imp,tsv,4.1,11.5,mtx,mg (tsvt4b11) was returned for investigation. Visual evaluation of the as returned products identified implant had dried blood and bone and trephine damage. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. The implant was measured with calipers (cal 1334 & cal1831, cal due: (B)(6) 2020) and was verified to match specifications per pd-tsvtb13 rev b and pd-tsvt4b11 rev b pre-existing conditions noted on the per were low (type iii) bone density and grafted site. Implant was reported on tooth # 13, was implanted for 1 year 2 months before the event and 1 year 10 months until removal. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (tsvt4b11) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvt4b11) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: other) or products (tsvt4b11). Therefore, based on the available information, device malfunction did not occur for the tsvt4b11 and the reported event was non-verifiable (patient inadequate bone quality) for the reported device as no objective evidence was provided by the customer to support the reported event. A definitive failure mode could not be identified from the complaint investigation, no malfunction and/or deficiency was reported and there is no indication that the device has caused or contributed to the event.

Manufacturer narrative:
Additional information received from doctor's office confirmed two different implant sizes were attempt to place for the same tooth position 3. Both implant sizes were unsuccessful due to the patient having inadequate bone quality. Doctor did not chart the item and lot number for the second implant (unknown zimmer implant, tsv 4.7mmx 13mm), hence unable to provide correct information. Upon reassessment of the reported event it was determined that item and lot number for the second implant as unknown tsv zimmer implant and unk lot respectively. Note: first implant was confirmed as tsvtb13, lot 63460398 and reported under MFR 0002023141-2020-00662.

Event description:
Additional information received from doctor's office confirmed two different implant sizes were attempt to place for the same tooth position 3. Both implant sizes were unsuccessful due to the patient having inadequate bone quality. Doctor did not chart the item and lot number for the second implant (unknown zimmer implant, tsv 4.7mmx 13mm), hence unable to provide correct information. Note: first implant was identified as tsvtb13 and reported under MFR 0002023141-2020-00662.